Manufacturer narrative:
H3: device not returned to manufacturer. Device evaluation: the customer provided a photograph of the sample; however, the product was not returned. As a result, no investigation could be carried out due to the unavailability of the product and the photograph lacked investigation-relevant detail. Based on the evidence currently available, the reported complaint cannot be confirmed. If the product becomes available, the manufacturer will reopen the investigation. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the intravenous cannula broke off while still in the patient. The remaining fragment of the catheter was successfully retrieved. There was no harm to the patient, and a new intravenous catheter was inserted.